Event description:
The pt was reportedly implanted with a stratasis urethral sling on (B)(6) 2002, by (B)(6), at (B)(6). The pt and her attorney have alleged that as a result of this product being implanted in the pt, the pt has experienced pain, injury, and has undergone medical treatment. The following information was not provided by the complaint: specific information of the alleged injury. Specific information regarding whether intervention was performed. Specific information regarding why intervention was performed or what type / to what extent intervention was performed. Specific correlation between device performance and alleged injury. Current pt status.

Manufacturer narrative:
Update: : the root cause of the patient¿s current complaints is inconclusive. However, pain, infection, recurrence, allergic reaction, and lack of effectiveness are all known potential complications.

Event description:
The patient was reportedly implanted with a stratasis urethral sling on (B)(6) 2002, by dr. (B)(6). The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. Update: on (B)(6) 2002, dr. (B)(6) placed a sling for treatment of the patient's urinary incontinence. Approximately three weeks post op, the patient presented with a lump in her abdomen. She was placed on antibiotics. The pain and lump persisted and dr. (B)(6) performed an incision and drainage of the area. The patient reportedly continued to have difficulty with infection and sometime in 2003, dr. (B)(6) opened both abdominal implantation areas and a wound vac was placed. Over the course of a year, the patient continued to experience infection and open wounds. Dr. (B)(6) reportedly suggested the patient's difficulties might have been caused by an allergy to the sling material. The patient reported she also began to experience pain with intercourse and urinary incontinence. The patient indicated that sometime in 2006, dr. (B)(6) performed a vaginal revision procedure due to scarring.

Manufacturer narrative:
Additional device info: product expire date unknown; lot number not provided. Product catalog number, product unspecified. Product manufacture date unknown; lot number unknown. As product not returned to cbi. Conclusions - root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim included a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the biodesign urethral slings's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complaint. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained, a follow-up MDR will be filed.